Manufacturer narrative:
A visual examination of the returned device revealed a fractured core wire protruding from unraveled coils at the distal end. The tip was stretched which exposed a distal fracture section of the core wire. Both fracture sites were analyzed using scanning electron microscopy (sem). Results indicated evidence of "elongation with fracture occurring at an approximate 45 degree angle in a shear plane as shown by the elongated dimple ruptures', and concluded that "the core wire fractured as a result of tensile overload". A review of the device history record for the batch indicates no anomalies related to the complaint. The most probable root cause can be contributed to handling.

Event description:
This complaint is now reportable based on the initial device analysis approved in 2008. It was reported that during preparation of the amplatz super stiff guidewire, guidewire damaged occurred. While attempting to remove the guidewire from its protective hoop, it was noted that it "would not move". An effort was made to "pull the device a little harder". It was discovered that the guidewire tip started to unravel. The device did not enter the pt's body. Another of the same device was used during the procedure. Device analysis revealed a core wire fracture.